Event description:
The report received from the patient through the medical affairs department indicated that the patient had a cypher 3.0 x 33 mm stent implanted in the left anterior descending (lad) during the index procedure. The patient did not recall the reason for the stent implantation. Approximately three and one-half years after the index procedure, the patient experienced an episode of shortness of breath (sob) and went to the emergency room. The patient was told she was having a heart attack. The patient had a cardiac catheterization, and was discharged from the emergency room the next day. No additional intervention was done. The patient was treated medically. The event was reported to have resolved. The patient continues to follow-up with her physician. No additional information was available. The patient also gave a history of neck and back injuries sustained in two automobile accidents that were captured as non-complaints. The patient was noted to be a poor historian.

Manufacturer narrative:
A cypher patient called requesting information and additionally reported adverse events. The patient received a cypher stent placed in lad for an unknown reason. Approximately three years later, the patient was hospitalized due to shortness of breath and "heart attack." The patient stated that she indeed did not receive any treatment, balloon, or additional stent implantation at this time. She had the catheterization and was discharged the next day. She stated that the only change to her medical regimen after the event was the addition of xanax (generic brand) for her nerves. She continues to do well/remains active and had just seen her cardiologist last week and continues to follow-up with him. No additional information is available. The patient's medical history includes: coronary artery disease (cad); hypothyroidism; seizure disorder; previous triple bypass surgery (CABG) and allergies: sulfa; atarax; fexofenadine. There is no more information available. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. It is our intention to report conservatively when information is not available, therefore these events will be reported as myocardial infarction and restenosis. Restenosis and myocardial infarction is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the events. However, progression of the patient's cardiovascular disease may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.